Event description:
A service engineer reported that while performing service on the pet scanner, the high voltage on the system remained on, even though the indicator in the gantry settings software stated that it had been turned off. No injuries were reported.

Manufacturer narrative:
Upon our investigation, we determined on 01/10/07, there was no potential safety risk due to the amount of high voltage that is present (1050 volts). No injuries have been reported. However, should this issue recur; it could potentially cause a serious injury. Based on our investigation and communication with the service engineer, this problem is due to a faulty relay on the coincidence processor/control board. The communication is sent to the coincidence processor/control board to turn the high voltage off. The coincidence processor/control board responds that it has received the command, but due to the faulty relay, the high voltage is not turned off. After the service engineer replaced, the coincident processor/control board, he was able to successfully turn the high voltage on/off by using the gantry settings software command. As our corrective action, a field upgrade will be released which will disable this software command. The service engineer will not be able to use the gantry settings to turn the high voltage on/off. Additionally, the service manuals will be updated to reflect this change. In the interim, a notification will be sent to all service engineers as a reminder to always use good engineering practices and to turn off the power when servicing the gantry.